Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implantation of this pacemaker, the patient's heart rate decreased to 30 beats per minute (bpm) and the lead impedances were below 100 ohms. A lead fracture was suspected. The patient was put on temporary pacing and a revision procedure was then performed. The device was removed from the pocket, and the lead was disconnected from the device. Measuring the lead with the pacing system analyzer (psa) showed normal pacing impedances. Upon reconnecting the lead to the device, normal measurements were then obtained. A possible connection issue was suspected as the lead connector was a vs-1 low profile rather than an is-1. The procedure was finished successfully. Boston scientific technical services was contacted for technical assistance. A ts representative discussed that the clinical observations were not consistent with a connection issue. Connection issues are an open circuit condition and the impedances would have been high and not low. At this time, the lead manufacturer as well as the lead model/serial number is currently unknown. However, the field representative reported that the lead was not a boston scientific product. No adverse patient effects were reported.